Event description:
Additional information was received from a healthcare provider (hcp), indicated the patient's weight at the time of the event was 56.7 kg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (3 mg/ml, .69 mg/day) and bupivacaine (25 mg/ml, 5.752 mg/day) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2021 that the patient had an MRI (magnetic resonance imaging) on (B)(6) 2021 and it was confirmed the pump still looked stalled since then. The patient was not seen post-MRI, and this was the first time the patient was being seen by the hcp. At the time of the report telemetry mode was reviewed and it was being considered that this could cause the issue. The healthcare provider further stated they had already checked the pump, so they were going to check it again in 15 minutes and run the logs. The healthcare provider planned to call back if they didn't see a recovery. Additional information was later received from the healthcare provider on 2021-jul-13. The pump had recovered on (B)(6) 2021 and it was noted that the pump volume was correct regarding the expected volume versus actual volume.